Event description:
It was reported that the customer had fluctuating high blood glucose levels (approximately 360 mg/dl). Customer changes cartridge every 3-4 days.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.